Event description:
It was reported that vc connect faradrive was selected for use. It has been mentioned that the patient had a thick septum and a rotated heart, which made the anatomy difficult to cross. The initial attempt was made using the vc connect; however, an adequate position on the septum could not be achieved. Physician then switched to a non bsc sheath and he was able to cross the septum, and the sheath and dilator advanced without issue. The transseptal puncture was performed very anterior. The system was then upsized to the faradrive. Attempts to cross with the faradrive sheath and vc connect dilator were unsuccessful, as the dilator could not be advanced across the septum. An attempt was then made using only the white faradrive dilator. At the time, it appeared on fluoroscopy that the dilator had crossed and that the septum was flossed. After later discussion, it was believed that the dilator had not actually crossed the septum and that the appearance on fluoroscopy was due to aggressive septal tenting, nearly reaching the ostium of the vein. Subsequent attempts with the faradrive sheath and dilator were also unsuccessful. New sheath and vc connect was tried thinking it may be a device related issue. Ultimately, a new transseptal puncture was performed at a different location using the faradrive and vc connect dilator. Crossing was still difficult, but the second puncture was eventually successful after advancing the system at different angles. As per physician, crossing the septum with the faradrive and vc connect was extremely difficult due to the patient anatomy and thick septum. No patient complications occurred. The product is received by cis for laboratory analysis.